Manufacturer narrative:
E1: name of initial reporter is unknown e2/e3: unknown the investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No patient was involved.